Event description:
It was reported that the shock impedance measurement was <30 ohms. Technical services advised to check the system's previous follow-ups. Also, they should check the system with a high energy shock. The local representative will discuss this with the physician. There were no adverse patient effects. The system remains implanted.